Event description:
It was reported that the user experienced a low blood glucose while using the ilet with a freestyle libre 3 plus cgm, with a lowest cgm value of 76 mg/dl that was treated with approximately three peanut crackers, and subsequent follow-up showed a post-meal value of 209 mg/dl after the user ate without announcing the meal; the reason for the low was unclear. Symptoms included hypoglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information regarding a medical device problem or any specific device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.